Manufacturer narrative:
Evaluation results: one used protex tracheostomy tube was returned for investigation. Under visual inspection the sample appeared to be in good condition. An inflation test was performed on the received sample. It was observed that the cuff was deflating immediately after inflation. There appeared to be a cuff tear the size of 0.1 mm. This tear most likely resulted from contact with a sharp object/edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical tracheostomy had a non permeable balloon. The maintenance of the pressure of the balloon was impossible despite several attempts of inflation.